Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes that the insulation anomaly previously reported was later noted to be an externalized conductor issue. The anomaly was observed when the patient presented for device upgrade. No electrical anomalies were noted.

Event description:
It was reported that an insulation anomaly was observed. Lead was capped and replaced.